Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Allegedly, "the patient was diagnosed with a device rupture after implantation in her right breast" (poland).

Manufacturer narrative:
A causal relationship between the reported event (device rupture) and the device has been established. The event was classified as implant rupture. Laboratory testing. Laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: macroscopic examination of the returned device revealed evidence of complete fixation tab detachment leading to implant rupture. Microscopic analysis: microscopic examination revealed marks on the shell, these marks differ from those typically caused by spontaneous tears in the implant shell or cutting marks (surgical damage), as outlined in the (B)(6) "visual aid for cutting marks inspection." Implant compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Based on the testing results, the most probable root cause of the iatrogenic rupture is a damage from a sharp surgical instrument. Such damage may have compromised the shell¿s integrity, predisposing it to failure during clinical procedure. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified.